Event description:
Distributor reported that their hospital customer reported that when used during a resuscitation attempt, therapist discovered that the oxygen reservoir on the device was not attached. Another device was secured, and the patient was successfully resuscitated.